Event description:
It was reported that a cartridge alarm 1 occurred during bolus deliveries. It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. New cartridges were successfully loaded to address the events. The customer's blood glucose level was 64 - 100 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.